Event description:
It was reported that the left ventricular (lv) lead exhibited a single-instance of a high pacing threshold value. In addition, a gradual decrease in r-wave amplitude values was observed from the right ventricular (rv) lead. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.